Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left circumflex artery (lcx). A 2.50mm x 15mm emerge¿ balloon catheter was selected for use and advanced to predilate the lesion. However, when the physician attempted to remove the balloon, the device became stuck on the non-bsc guidewire. The balloon and the wire were pulled out as one system and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.